Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the main coil was noted to be detached/separated. The main coil was not returned. The coil delivery wire was noted to be kinked/bent. The coil introducer sheath was not returned. Functional inspection: unable to perform because the main coil was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer was friction was felt when trying to advance the subject coil through a catheter. It was also reported the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned and analyzed, the main coil was found to be detached from the coil delivery wire and was not returned. The delivery wire was found to be kinked and the introducer sheath was not returned for device analysis. Its likely the device was damaged due to manipulation of the device when the reported resistance was felt within the microcatheter during the clinical procedure. Therefore the as reported event of ¿coil in catheter friction¿, as well the as analyzed event of ¿main coil prematurely detached/separated during use¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed event of ¿coil delivery wire kinked bent¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The subject device was returned for analysis, and it was discovered that the main coil (subject device) was found to be prematurely detached/separated during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.